Event description:
It was reported that a medical intervention was performed. Left knee irrigation and debridement with hematoma evacuation.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, this case reports a revision surgery was performed on the patient due to pain in the knee. The date of the initial implantation is unknown. It was further communicated that no evidence of infection was found and laxity of the components was present most notably in full flexion. Details regarding the patient¿s weight-bearing status, medical history, bone quality, and other additional clinical relevant information have not been provided. Based on the limited information provided and without the return of the device for evaluation and diagnostic images, the root cause of the reported pain and laxity of the joint cannot be determined. Should additional information becomes available this issue can be re-elevated. No further clinical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches/failure mode. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.